Manufacturer narrative:
Precision studies were performed and these were fine. The lot calibration that was in use was incorrect. The reporter performed a new lot calibration and the issue was resolved. This event occurred in (B)(6).

Event description:
The initial reporter stated they have been having an ongoing issue with high patient results for ca2 calcium gen.2 on a cobas 8000 c 502 module. Patient results will suddenly be too high. The reagent is then calibrated and after this, patient and control results are ok again. The reporter stated that the issue normally occurs when they start using a new reagent cassette. The reporter stated that on (B)(6) 2020, the issue occurred after the reagent pack had been in use and after several patient samples had been tested. The reporter stated they received discrepant calcium results for five patient samples. Incorrect results were reported outside of the laboratory. The reporter stated that controls also recovered high. The test was re-calibrated and controls recovered on target. The samples were then repeated after re-calibration. The samples were also repeated on a second analyzer. The first sample initially resulted with a calcium value of 2.98 mmol/l, which repeated as 2.32 mmol/l after re-calibration. When repeated on a second analyzer, it resulted with a value of 2.29 mmol/l. The second sample initially resulted with a calcium value of 3.20 mmol/l, which repeated as 2.47 mmol/l after re-calibration. When repeated on a second analyzer, it resulted with a value of 2.49 mmol/l. The third sample initially resulted with a calcium value of 3.07 mmol/l, which repeated as 2.46 mmol/l after re-calibration. When repeated on a second analyzer, it resulted with a value of 2.45 mmol/l. The fourth sample initially resulted with a calcium value of 3.15 mmol/l, which repeated as 2.56 mmol/l after re-calibration. When repeated on a second analyzer, it resulted with a value of 2.54 mmol/l. The fifth sample initially resulted with a calcium value of 2.78 mmol/l, which repeated as 2.14 mmol/l after re-calibration. When repeated on a second analyzer, it resulted with a value of 2.16 mmol/l. The serial number of the c 502 module is (B)(4).